Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-04167. Additional information revealed that the patient did not charge their ipg as recommended, deeming the ipg inoperable. In turn, the ipg was explanted and replaced. Postoperatively, patient has effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The physician's information has not been made known to the manufacturer at this time.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-04167. It was reported that patient had an unknown replacement procedure on (B)(6) 2019. The reason for the procedure is currently unknown.